Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was not returned for evaluation but the logs were provided for review. Details of history log: log review shows on (B)(6) 2025 and 10:14am an infusion start of 30ml/hr and 15ml with bd 30ml syringe (dl: piptazp3). At 10:40am syringe near empty alarmed and at 10:43am syringe empty alarmed with a volume infused to 14.25ml and no further infusions taking place. Picture shows bd 30ml syringe with plunger at 4ml. The defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: nurse gave piptazo 3g (total volume 15ml) in bd syringe 30ml. When end of infusion alarm occurred, nurse noticed 4ml of medication still in syringe.